Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, endometriosis and endometrial ablation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping),"), heavy menstrual bleeding ("menorrhagia") and intermenstrual bleeding ("metrorrhagia, (bleeding b/w periods)"). The patient was treated with surgery (bilateral salpingectomy and removal of esher (essure) coils). Essure was removed on (B)(6) 2021. At the time of the report, the dyspareunia, genital haemorrhage, dysmenorrhoea, heavy menstrual bleeding and intermenstrual bleeding outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding and intermenstrual bleeding to be related to essure. The reporter commented: plaintiff received treatment for menorrhagia (heavy menstrual bleeding), metrorrhagia, (bleeding b/w periods). Discrepancy noted in date of insertion-(B)(6) 2015(as per pif) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, endometriosis and endometrial ablation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping),"), heavy menstrual bleeding ("menorrhagia") and intermenstrual bleeding ("metrorrhagia, (bleeding b/ w periods)"). The patient was treated with surgery (bilateral salpingectomy and removal of esher (essure) coils). Essure was removed on (B)(6) 2021. At the time of the report, the dyspareunia, genital haemorrhage, dysmenorrhoea, heavy menstrual bleeding and intermenstrual bleeding outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding and intermenstrual bleeding to be related to essure. The reporter commented: plaintiff received treatment for menorrhagia (heavy menstrual bleeding), metrorrhagia, (bleeding b/ w periods). Discrepancy noted in date of insertion - (B)(6) 2015(as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 01-oct-2021: mr received. Case becomes an incident. Removal was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.